Event description:
It was reported that the customer was in the swimming pool with the insulin pump on. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer stated that the display of the insulin pump immediately went blank after the insulin pump was exposed to moisture. The customer stated that there was a constant tone from the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.